Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedances. A review of the historical lead measurements noted that the impedances have been high but stable. There was no evidence of oversensed noise. No intervention is planned and the patient will be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range shock impedances continue to be observed. It was further noted that the right ventricular (rv) lead exhibited decreased sensing and increased pacing thresholds. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that defibrillation threshold (dft) testing was performed and returned normal shock impedances. Post shock assessment noted large amplitude noise on the atrial channel however the device did not oversense the noise. The device was reprogrammed to vvi as patient is not pacemaker dependent and the patient will be monitored.